Event description:
A customer reported a complaint of imprecise seqential reading on their freestyle meter. The customer obtained readings of 499 mg/dl and 153 mg/dl. When plotted on a parkes error grid, the results fall in the 'c' zone, which shows the difference to be clinically significant. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
This is an initial report. The customer's meter has been returned and an investigation is in process. A final report will be submitted when the investigation is complete.